Event description:
Essure was implanted in (B)(6) 2004, I have had severe pain in hip, back and joints requiring epidural injections, steroid injection and surgery in 2009. Numbness in feet and hands. Surgery for incontinence in 2011. Painful intercourse, and sharp stabbing pain in abdominal area, very painful ovulation. I have sleep issues, chronic fatigue and dental issues. Break out and unexplained rashes and no sex drive. Other issues include hair loss, severe night sweats, excessive sweating. Continue to deal with issues everyday.